Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg would no longer able to communicate with remote control or charger and it was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.